Event description:
The customer stated she was seen at the hospital for high blood glucose. The customer stated the blood glucose was too high to register on both her and the hospital's glucometer. The customer also stated she gave herself insulin with a manual injection but the blood glucose did not drop. In addition, the customer stated she may be coming down with a viral infection. Troubleshooting was performed and the insulin pump passed the prime test and the programming was correct. The customer did not have the tubing clamp for the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.